Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed, but the issue was not resolved. Customer was advised to remove the battery for 10 minutes. After the 10 minute rest, a new battery was inserted and the display still did not return. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. During visual inspection no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).